Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. E4 updated reporter also sent report to FDA was omitted in error during initial report. H3 updated device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of major bleed/access site adverse event was unable to be determined as limited clinical details were provided and no issue was found on the pump.

Manufacturer narrative:
D9: updated devices return information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the (B)(6) year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock with presentation in scai stage c shock. No medical history was shared. On the day of insertion, the pump was supporting when there was an observation made of suction that was remedied by the reduction in pump p levels. As the support continued there was a bleed at the access site and concerns of gastrointestinal bleed as the stool was bloody. The team gave units of blood and stopped the heparin. After 4 days the pump was weaned and explanted. Patient survived. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.